Event description:
Reporter alleged discrepant blood glucose values of 173 mg/dl back to back with a result of 93 mg/dl, when testing was performed 10 minutes apart on the compact plus system. Customer stated taking normal medications as a result of the comparison, however, did not provide the location of the testing. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.